Manufacturer narrative:
(B) (4) (lens flipped and inserted upside down) - (B) (4).

Event description:
The reporter stated the surgeon inserted a micl 12.1mm implantable collamer lens on (B) (6) 2010. The lens flipped during insertion into the patient's eye. Lens was inserted upside down. The lens was removed with no patient injury. Backup lens was implanted. The reporter stated this incident was due to loading error.